Manufacturer narrative:
A medtronic representative, following up with the site, reported that there wasn't a delay to the case. By the time the surgeon needed the o-arm, the system was functional. Therefore the case proceeded normally. A medtronic representative replaced the imaging system fuses to resolve the issue. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended. The fuses were discarded on site and will not be returned for analysis.

Manufacturer narrative:
Patient weight was requested but has not been provided. Replacement fuses were shipped to the site. No parts have been received by the manufacturer for evaluation. Device not returned.

Event description:
A medtronic representative reported that during a spine fusion procedure the mobile view station (mvs) line power light went out and the imaging system started beeping, until it powered off. The system was plugged into a working outlet. The procedure was completed with navigation. There was no reported impact to the outcome of the patient.